Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to prime/fill anomaly.

Event description:
Customer reported that the insulin pump alarmed during normal used and the drive support cap is sticking out. Nothing further was reported.